Event description:
About 1 month after I had essure implanted, I gained 39 lbs in a month. I started having sharp pains in my stomach and sides, and they have gotten severely worse. I've had horrible headaches that last for a couple of weeks at a time. I have had what looks like boils or cysts come up on my skin in various places. I'm vitamin d deficient. I've had horrible pain in my bones to where I can barely walk at times. I haven't had a period in 2 months now (and I'm not pregnant). My stomach is severely swollen (I look about 6 months pregnant). I can't have sex with my husband because the pain is horrible. I feel like essure has ruined my life! (B)(4). Update on (B)(6) 2014: I was also diagnosed with fibromyalgia after getting essure.

Event description:
#Medwatcher #followup 1. #FDA mw5037082, #(B)(4). I was also diagnosed with fibromyalgia after getting essure.